Event description:
On (B)(6) 2025, the user reported receiving a high glucose alert with a blood glucose (bg) of 308 mg/dl on their first day using the ilet. Follow-up the same day showed bg had returned to 119 mg/dl.